Event description:
Patient was consented and brought to the operating room. Abdomen was prepped and draped using standard sterile techniques. During the procedure, mesh was tacked in place with fixation device but it was not loading properly. Device was replaced and procedure was completed with further incident. Manufacturer response for staple, implantable, reliatack (per site reporter). Device with surgery inventory coordinator.